Event description:
It was reported the subject device had a blurry lens. There were no reports of patient harm. .

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d10, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blurred image was due to a component failure of the distal end glass. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional patient and event information. Updated fields. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received that the issue occurred during a therapeutic laparoscopic nephrectomy upon insertion of the scope. There was a 45 minute delay while the patient was under general anesthesia. Another scope was used to finish the case, but the same "grainy" image was seen on the monitor. No patient harm was reported.